Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted with resetting the pump by technical support, and the issue did not recur. Continued use of the pump was authorized, and the customer was advised to call back if the malfunction recurred.